Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose. Customer states that it was not unusual for blood glucose to go from 80 mg/dl to 40 mg/dl. Customer is working closely with healthcare professional regarding this matter. Customer also reported of confusing battery cap with reservoir cap and thinking that reservoir cap was lost since there was not one.